Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to failure to sense and loss of capture. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).